Event description:
A (B)(6) male patient with hydronephrosis had first stent insertion ((B)(6) 2012) aborted due to kink at end. Additional information received: open l. Pyeloplasty + insertion jj stent performed. Postoperatively pt complained of > pain at site of surgery and pyelogram showed l. Pelvo-ureteric junction obstruction - (B)(6) 2012. L. Percutaneous nephrostomy performed which resolved pain and obstruction - (B)(6) 2013. Redo l. Pyeloplasty and reinsertion jj stent . The old stent was removed and noted to have a kinked tip. A new stent was inspected prior to insertion when it was noticed that the tip was kinked and also that it was the same lot number as the first stent. Another jj stent from a different batch was inserted without difficulty - (B)(6) 2013. Exchange of nephrostomy tube. The child has been discharged with nephrostomy tube in situ, requiring parental drainage and flushing. He will return at a later date for removal of this. So from reading the patient's electronic notes it seems he has required additional interventions because of the failure of the initial stent inserted and has ongoing pain and suffering.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.